Event description:
Caller states that, the pt tested 3.8 inr and 6.5 inr during duplicate testing, while a comparison lab returned as 6.34 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.